Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had back pain. The patient¿s lvad numbers were within patient range. A neuro-check was performed after the patient began questioning why he was in the hospital. During the exam, the patient was able to state his name, date of birth, and location but was unaware of the time or situation. The patient was able to follow commands, his strength was unchanged, and his other vitals were within normal limits. Additional information was received stating that from (B)(6) 2021 through (B)(6) 2021 the patient was experiencing confusion and neurologic dysfunction. The patient has been experiencing ongoing bleeding since (B)(6) 2021 due to a right groin hematoma. The patient has been experiencing increasing pain in the groin and the area is tender to palpitation and movement. Since (B)(6) 2021, the patient has also been experiencing bilateral pleural effusions with reports that his breathing has somewhat improved, but a chest x-ray showed worsening effusions. Beginning on (B)(6) 2021, the patient began experiencing hepatic dysfunction with liver function tests trending upward. Stroke was not diagnosed, and there has been no change to patient condition or anticoagulation status. The patient received computed tomography (CT) of the head, electroencephalogram (eeg), electrocardiogram (EKG) scans. No additional treatment has been provided due to the patient being back to his baseline. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists adverse events such as bleeding, hepatic dysfunction, and neurologic dysfunction that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's bleeding resolved on (B)(6) 2022, the pleural effusion resolved on (B)(6) 2021, and increased liver function tests resolved on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with complaints of lower back pain. A nurse came to the bedside; mean arterial pressure (map) was 72/0. The patient's lvad numbers were within patient range. The patient started questioning why they were in the hospital and what the incision site was from. A neuro check was performed, and the patient was able to state their name, date of birth, and location, but not the time or the situation. The patient was able to follow commands. Strength was unchanged to previous neurological exam. A code stroke was called and other vitals were within normal limits. The patient had a right groin hematoma and complained of increasing pain to the right groin, which was tender to palpitation and with movement. The patient reported that their breathing was somewhat better, but chest x-ray showed worsening bilateral pleural effusions, with the left greater than the right. Lft's were trending upward. Additional information received reported that a stroke was not diagnosed. The confusion was attributed to the encephalopathy, as evidenced by the elevated lft's. The patient was alive and back to baseline, with no additional treatment required.